Event description:
It was reported that the patients leads were fractured and patient was experiencing inadequate stimulation due to leads having high impedances. It was also noted that the leads were also migrated. The patient underwent a revision procedure wherein the leads were replaced, and patient was doing well postoperatively. The explanted leads were not returned due to hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5166988. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 358192.